Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (500-700 mg/dl). Reportedly, the customer¿s health care provider removed customer from the pump as the customer was a new user and ¿never got the hang of using the pump¿. There were no device issues that the reporter could recall. Prior to hospitalization, customer¿s husband had administered manual injections and delivered boluses via the pump in an attempt to lower elevated blood glucose levels. While hospitalized, customer was treated with insulin and fluids. Customer was discharged the following day with the issue resolved. There was no permanent damage to the customer. Customer has reverted to manual injections for insulin therapy.